Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted and downloaded log files. The system controller (serial #: (B)(4)) was returned for analysis and a log file was submitted for review (B)(4) as well as downloaded from the returned controller for review (B)(4). A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2020 per time stamp). Backup battery fault alarms were active due to a load test failure. The backup battery fault alarms were active between (B)(6) 2020 at 17:52:20 to (B)(6) 2020 at 13:15:01. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. When the load test first failed, the loaded voltage measured ~11.4v and the unloaded voltage measured ~12.3v. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault alarms were not able to be reproduced during this investigation. The root cause for the reported event was not able to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple internal battery faults. The battery was replaced several times and the battery faults still returned. It was suggested to replace the controller. The controller was exchanged and returned for evaluation. No additional information was provided.